Event description:
I has unknowingly had symptoms for years after getting mentor silicone smooth moderate profile implants in (B)(6) 2010 with dr. (B)(6). It began with chronic fatigue, dry eyes, dry mouth. Difficulty sleeping, hair loss. Then came joint pain that for a period of time, left me very limited with my mobility. My ana titer is extremely high at 1:640, but negative for antibodies for any one specific disease. I explanted (enbloc/full capsulectomy) with dr. (B)(6) on (B)(6) 2020. I instantly felt better immediately after surgery and hopeful I will only continue to heal. I¿m a health care provider and there needs to be further warmings on the risk of autoimmune related symptoms prior to young women putting these toxins in their body. Please inform mentor of my claim. Thank you! Dr. (B)(6) has my implants if needed. FDA safety report ID # (B)(4).